Manufacturer narrative:
The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was used in the kidney during a procedure performed on (B)(6) 2018. According to the complainant, the patient was scheduled for the removal of the drainage catheter. Reportedly, after the procedure, the physician found that the catheter was broken.